Event description:
During an arthroscopic shoulder procedure the plastic coating on the mitek wand broke apart. Md unable to locate missing piece of plastic therefore case converted to open. Wound irrigated and physician palpated open wound, but unable to identify broken piece. Unclear if piece still in pt.